Manufacturer narrative:
Updated data: h2 h6 product analysis of the system reported device d-evolutfx-34 (lot: 0012514792): upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received with a valve loaded within the capsule. The device was received with the capsule partially opened. The capsule appeared intact with no evidence of damage. There was a slight bend to the stability shaft. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. On retraction of the capsule via the rotation of the actuator, the returned valve deployed as expected. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The inner member shaft and spindle hub appeared intact with no evidence of damage. There was damage observed on the threading of the screw gear. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: e1 - postal code corrected from blank updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned to the galway returned product analysis (rpa) lab loaded inside the delivery system. The valve was deployed and forwarded to the santa ana product analysis lab. The valve was received inside a heart valve return kit jar submerged in cloudy 0.2% glutaraldehyde solution. The valve showed evidence of blood contact. The valve was received in a compressed state with the inflow crown displaying an elliptical appearance. As received, all leaflets appeared partially closed with a gap between the free margins. All leaflets were dry and stiff with limited flexibility. Acute fibrin deposition was noted on all leaflets and inner lumen. Leaflets exhibited creases and imprints; tissue conditions possibly associated with the valve being inside the delivery system for an unknown duration. Remnants of coagulated blood were noted on two of the three commissures. All commissures appeared intact. The valve was submerged in a warm (approximately 37 celsius) saline bath. The frame expanded and the as-received inflow shape resolved; however, the valve appeared to retain a compressed state. This condition may be associated with the valve being inside the capsule of the delivery system for an unknown duration. Visual inspection showed no visible bends or kinks on the frame. Due to the return condition of the valve, a deployment simulation could not be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: ten media files were provided for review. Fluoroscopic valve load inspection was performed and confirmed a good load. It was reported that a pre-implant balloon aortic valvuloplasty was performed prior to the valve implant attempt. The valve was deployed just prior to the point of no recapture and there is a suspected infold. It was reported that at this point, the valve dislodged requiring a recapture; however, the images provided do not show the dislodgment event. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured and removed from the body. New sterile com ponents must be used. It was reported that three deployment attempts were made but ultimately the system was exchanged. There is evidence that a new valve was loaded and confirmed a good load. The new valve was deployed just prior to the point of no recapture and v alve depth assessment was performed. Depth was approximately 4mm on the non-coronary cusp in the cusp overlap view, and 5-6mm on the left coronary cusp in the lao view and no evidence of infolding. Final angiogram shows an expanded valve and no signs of aortic reg urgitation/paravalvular leak. The patient¿s executive summary was not provided for anatomical review. However, it is known that the patient had calcified anatomy, and a perimeter derived diameter was 27.7mm suggesting a 34mm evolut. Updated data: b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the infold resulted in a procedural delay as new valve system had to be used.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut fx dcs; product ID d-evolutfx-34 (lot: 0012514792); product type: 0195-heart valves; implant date: non-implantable device. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure involving a patient with calcified anatomy and a perimeter derived 27.7mm, a pre-implant balloon dilation was performed with a 24mm balloon and good expansion was achieved. The 34fx+ valve was loaded into the delivery catheter system (dcs) and confirmed no overlapping of the crowns via fluoroscopic inspection. During the initial deployment attempt at 3mm on the non-coronary cusp to 80% with rapid pacing performed, a frame infold was observed near the left coronary cusp, and the valve dislodged. The valve was recaptured and attempted again. The procedure required a total of three recaptures, followed by the removal of the dcs. A second balloon dilation with a 25mm non-medtronic balloon was performed. A new dcs with a new 34fx+ valve was then successfully deployed. No patient complications have been reported as a result of this event.